Manufacturer narrative:
Per the tandem user guide: "make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection, allowing fluid to get under the transmitter. This can lead to inaccurate sensor glucose readings." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter was not snapped into place correctly. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined.